Event description:
It was reported that the user noticed that there was no urine flowing, because it was connected to a different connection after placement. The user attempted to drain the water once, but they were unable to do and so injected 20 cc again, but catheter fell out after 15 minutes of placement.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product was used for treatment purposes. The product had not caused the reported failure. An amber 3-way foley catheter was returned opened without original packaging. The catheter was returned partially inflated. The balloon was deflated with a luer lock syringe without issue. The balloon was noted to have mushroomed. Using a luer lock syringe the catheter was inflated with 50 ccs of di water. The balloon inflated concentrically without issue. After 5 minutes no leaks were noted. Using a luer lock syringe the catheter was deflated without issue. No root cause could be found because the reported event was unconfirmed. The device history record review and labeling was not required as the reported event was unconfirmed. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user noticed that there was no urine flowing, because it was connected to a different connection after placement. The user attempted to drain the water once, but they were unable to do and so injected 20 cc again, but catheter fell out after 15 minutes of placement.